Manufacturer narrative:
(B)(4). Date sent: 11/3/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. "Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status?" Investigation summary: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a label, code ec60a lot: 465c67. (Exp. Date: 2026-05-31) the second photo shows a body cavity with slight bleeding. Based on the photos the event described not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 465c67, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired, noted some staples malformed and oozing occurred. Suture was used to oversew.  Please refer to the attached photos. No additional information can be provided.